Event description:
The customer reported this right atrial lead had some insulation damage as well as loss of capture, so the lead was surgically capped and successfully replaced. To date, there have been no adverse pt effects reported. The lead was actively implanted for approximately 13 years, 9 months.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not be returned for analysis. As a result, the reported clinical observations cannot be confirmed. The event will be re-evaluated if additional info becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.